Manufacturer narrative:
H3:the gross analysis shows a larger tear (hole) is noted in the non-coronary cusp located at the right non-cornary commissure. The user reported the product tissue was also torn during the case. Microscopic evaluation reveals the cut edge of the tear appears consistent with laceration from a sharp instrument. Medtronic is unable to determine how or when the tear (hole) originally occurred in the cusp; however, it is very unlikely the device was shipped in that condition. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. The valve passed multiple product quality inspections prior to release to distribution. No subsequent patient complication has been reported. No patient event, valve abandoned at implant. Findings from product analysis are inconclusive; co is unable to determine an exact cause for the device damage seen, but it likely occurred after the valve left medtronic's control.

Event description:
Information received indicated the product was abandoned at implant. After suturing the valve, the surgeon noted a hole in one leaflet. Upon closer inspection during the case, the leaflet tore completely. The device was intra-operatively replaced with no patient complication reported.